Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box had faulty fan and was getting warm during usage. When emitter was connected emitter and axiem box have red status, when emitter was disconnected axiem box had green status. Eminterface window shows "flt" status on one port. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the customers had asked for system diagnostic because there were issues with electromagnetic system. Sometimes it worked and tracked instruments but recently it did not work properly. Sometimes full system reboot would help but not always. There was no patient present when this issue was identified.